Event description:
It has been reported to philips that the system would not power on. The device was inside of clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received. A philips field service engineer (fse) visited the site and replaced the dcps (dc power supply). The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the event occurred. A philips field engineer (fse) inspected the system onsite and confirmed the system's geometry had failed. Review of the system log files and troubleshooting actions showed that the power output from the dc power supply (dcps) was missing. The dcps to pcm voltage was confirmed to be low. The fse replaced the dcps. After the power supply was replaced, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.